Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with 1ml of juvéderm ultra® xc and concomitantly injected with a galderma product in the peri-oral region/cheek. Two days later, patient experienced itchy, puffy eyes. Approximately five days later, patient was seen for review reported that they had went to hospital emergency department due to increasing itch and was given prednisone for 4 days as it was believed it was either an allergic reaction or filler sitting on a nerve. Upon examination, patient had "nil rash, heat, redness or extreme swelling" and was referred to general practitioner. Patient had "slight swelling on the l inner tear duct area." "On touch, fluid could be felt. Blocked lymph node." A lymphatic massage was given, slightly tender to touch. "Cap refilled identified." Hcp does not "believe that this is an allergic reaction" and "to the best of their knowledge not requiring dissolving." Patient was "advised to continue with the prednisone as per ed dr prescription." One month later, patient presented with "extreme itching" of the cheeks and "viral like" conditions, "feeling nauseated, with itch/slight tenderness 5/10 and warm to touch - mid cheek/tear duct areas. Patient also had "swelling l lower jaw area with rash on l neck now resolved." Hcp reported that patient "looks tired but hasn't slept for a week with concerns and discomfort. Filler was dissolved in main areas of concern on this day (cheeks) patient felt immediate relief." Approximately a few days after filler was dissolved, patient still had "ongoing issues with hypersensitivity that have improved each hyalase® session." Patient experienced intermittent tingling in tongue and discomfort in lips." Patient requested to have the rest of the juverderm filler hylased to "omit any ongoing potential issues. All facial swelling, redness and itch have subsided. Ab are completed." Approximately a week later, patient started feeling "discomfort inner upper and lower lip regions". "Appears to be filler micro droplets left post previous lip hyalase®. Concentration infiltrated into inner red vermillion regions of upper and lower lips. Tingling in hands and feet , slight swelling on inner knee". Patient was "referred by medical director to seek assistance from dermatologist and visit gp for a cross referral to rheumatologist. Approximately three months later, patient "contacted for a routine check-up by the clinic." Patient visited the dermatologist and had a biopsy for "biofilm and (according to the patient) granulomas. Blood tests undertaken. All tests have come back clear , biopsy results negative." Patient visited a plastic surgeon "who provided an assessment - no filler residing." Patient reported they were still experiencing dull aching constantly in the lips, and tongue and could feel granules of filler in lips. Patient also expressed pain was surrounding the granules. "Hyalase® performed again on larger "lumps" on the upper and lip p/o lines." Patient is noted to be on paracetamol, codeine, celecoxib, doxycycline, probiotics. Event is ongoing.